Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead integrity alert (lia) was triggered. The system was checked and lead impedance was found to be unstable. A lead fracture is suspected and the lead will be explanted and replaced. No patient complications have been reported as a result of this event.